Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced occlusion issue caused by the bent cannula event on (B)(6) 2026. The infusion set was in use for two hours. The patient replaced the infusion set and resumed insulin deliveries successfully.the patient couldn't disconnect it easily because of hand dexterity problems. No further information available.